Manufacturer narrative:
The device evaluation is currently in process into root cause.

Manufacturer narrative:
It was reported by warehouse in (B)(4) that "unknown black particulate was found inside the package during incoming inspection." Evaluation: it was found that the particulate was embedded in the product and was found to meet edwards specifications. This complaint is considered cosmetic in nature. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported by warehouse in (B)(6) that on the ez glide aortic cannula "unknown black particulate was found inside the package during incoming inspection." This was found during (B)(6) incoming inspection and never had contact with the patient/hospital.